Event description:
The customer reported a no delivery alarm. The customer inserted a new battery, and the insulin pump alarmed motor error followed by a frozen screen and unresponsive buttons. Advised the customer to remove the battery for two hours and call back if the issue is not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.